Event description:
The patient reported that two v-go 40 devices fell off while the patient was sleeping. The patient reported that the needle poked him. It was reported that the devices were available for return to the manufacturer for evaluation. However, to date, have not been received.

Manufacturer narrative:
Adverse event (ae) assessment: the ae assessor was unsuccessful in contacting the patient. Information is limited to the initial call. The patient was poked from the exposed needle when the device fell off. No blood sugar readings were shared at a result of the device falling off. No medical follow up is reported from being poked by the exposed needle or the device falling off.